Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. The issue appears to be related to circumstances during the procedure. Vessel trauma, to include a perforation, is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique as appears to be the case in this experience.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation occurred requiring medical intervention. Device issue: none. It was reported that the pilot guide wire was advanced through the circumflex (cx) and kissing balloon technique (kbt) was performed. When the final ivus was performed, a perforation was observed at the distal cx, which required treatment with another company's balloon catheter. No additional event or patient information is available.